Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event most likely use related to patient movement per clinical details that hematoma occurred after patient threw up.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was initially inserted via percutaneous femoral arterial access in an 81-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock classified as society for cardiovascular angiography and interventions stage d. The patient required intubation, mechanical ventilation for respiratory support, and vasopressor therapy due to hemodynamic instability. Following transfer to the intensive care unit, the patient developed nausea and emesis. A hematoma was noted at the groin access site. The patient experienced an access site¿related complication associated with the impella cp, and device revision or replacement was performed in the setting of hematoma formation. Access site hematoma is a known potential complication of large-bore femoral arterial access, particularly in critically ill patients receiving anticoagulation and vasopressor support. Due to persistent hemodynamic instability and clinical deterioration, escalation of mechanical circulatory support was pursued. The patient was taken to the operating room for placement of an impella 5.5 via surgical cutdown and graft to the subclavian artery. Although graft anastomosis was successfully completed, significant subclavian tortuosity prevented full advancement of the impella 5.5 into the ascending aorta despite multiple attempts and use of adjunctive techniques. After unsuccessful advancement, the impella 5.5 was removed. The patient experienced hemodynamic instability in the setting of advanced cardiogenic shock and failure to advance the 5.5 device, necessitating device revision and replacement. Failure to advance in the presence of vascular tortuosity is a known procedural risk and is described in the instructions for use. No information was provided to suggest a device-related issue. A subsequent 5.5 device placement was reported without complaint. The patient survived.